Event description:
It was reported that the device reached a battery voltage of less than and equal to 2.63 volts after 3 consecutive days; however elective replacement indicator (eri) had not been triggered. It was also reported that the manuals list the eri trigger value as less than and equal to 2.63 volts; however, the true value in the firmware is 2.6251 volts. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that the battery voltage is pre/approaching eri. The weekly battery voltage trend data in save to disk file (B)(4) shows a minimum battery = 2.785 to 2.628 volts between (B)(6) 2012 and is just before device recommended replacement time <= 2.6251 volt. The last battery measurement=2.6148 v on (B)(6) 2012.